Event description:
It was reported that an interlink i.v. Catheter extension set leaked. This occurred during a patient infusion of an unknown drug solution. The reporter stated that the leak occurred after puncturing the interlink with several unknown needles in a single infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.